Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. On the same day as onset, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin injection (500mg start dose, route and duration were not reported), meropenem injection (1gm in one bag per day, route and duration were not reported) and amikacin injection (100mg in one bag per day, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10 and h6. B5: it was reported during follow up that the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was not further described. On the same day as the onset, the patient was hospitalized for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.